Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 175 mg/dl.